Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use a newly installed machine cardiosave intra-aortic balloon pump (iabp) unit had a problem with the security disk, the customer has not yet accepted the machine.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected fields: b3, b5. A getinge field service engineer (fse) evaluated the unit and found a problem with the safety disk. The customer has not yet accepted the machine. In order to fix the issue, the safety disk has been replaced. The test has passed. The failure analysis and testing dept. Received part safety disk with a reported unit failure of safety disk failed at initial installation. The failure analysis and testing dept. Performed a visual inspection of the part received and the part is in a good condition. The failure analysis and testing dept. Installed part in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The failure analysis and testing dept. Safety disk passed all manifold test. The failure analysis and testing department unable to verify the reported failure. Retaining the safety disk in fat department per procedure 0002-07-d008 rev aq. ". The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that before use, a newly installed machine, the cardiosave intra-aortic balloon pump (iabp), had an issue with a security disk. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated field: b4, d5, d9, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions, ), h10, h11 corrected field: h6 (health effect ¿ clinical code, health effect ¿ impact codes) the getinge field service engineer (fse) encountered the reported issue during the installation, replaced the security disk to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. Additional information was requested from the customer with regard to the status of the iabp; however, despite our best efforts, additional information is not received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a